Event description:
A clip applier was being used during a left lumpectomy and axillary dissection. The device broke while being used on a pt. There was no injury to the pt. The device was given to the MFR's sales rep.